Event description:
Caller states that the patient tested 2.3 inr on device uf0051696 while device uf01695971 read 3.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.